Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the endotracheal tube was emitting a lot of noise signal, then all signal input was cut out during the thyroid procedure when the airway was being established. The site tried changing the position of the tube with no resolution. Another endotracheal tube was used after a 5 minute delay in the procedure and the new tube worked with no issues. There was no patient impact.

Manufacturer narrative:
Analysis found dark spots on the silver electrode contacts that appeared to be scratches / scrapes which may have affected the r esistance of the electrodes. Electrically, the resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 40 ohms up to an open circuit, red [with white stripe] 76 ohms up to an open circuit, blue 61 ohms up to an o pen circuit, and blue [with white stripe] 57 ohms up to an open circuit. The resistance readings showed out of specification in the dark spots and toward the distal end of the contacts. There were no shorts between circuits. (B)(4) are no longer applicable. If information is provided in the future, a supplemental report will be issued.